Manufacturer narrative:
Mc1vr01-delsys d10: yes, return date: 17-sep-2020; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19; product event summary: the partial of the delivery system was returned and analyzed. Analysis indicated the lumen of the delivery system was torn. Flat wire was found protruding from the delivery system outer shaft. Blood was observed in the lumen and on the recapture cone of the delivery system. The analyst noted the delivery system was returned without the device, the deployment button in fully deployed position, the tether lock in the locked position, and the tether was cut. Therefore, the articulation test cannot be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, mc1vr01-delsys/ expiration date: 28-jun-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 30-jan-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, there was tension noted when pulling the delivery system (ds) tether and pulling of the ds tether caused the leadless ipg to dislodge. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.